Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that although a light was flashing on the pump, it was noted to otherwise be unresponsive and was unable to be turned on. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. Although requested, no additional information was received.